Event description:
It was reported patient was revised on right knee due to poly wear. Doctor did a poly exchange.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert.an evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.